Event description:
Caller states physician advised her to hold coumadin doses for two days based on coaguchek xs system results of 6.7 inr (13:29) and 6.8 inr (13:35). Approx 11 hours later caller began cramping, had blood in her urine and in her mouth; she tested >8.0 inr (12:20) on the coaguchek xs system. Caller tested 7.9 inr (11:22) and was advised to go to the ER. Caller tested 5.7 inr (14:00) on the ER system and was treated with vitamin k and released. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.